Event description:
It was reported via repair work order that the power cord sheathing was damaged, exposing wires. It was also reported that there was no power to the auxiliary outlets due to the circuit breakers being tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.